Event description:
While obtaining a blood sample using a saf-t wing blood collection set the phlebotomist stuck a patient and missed. When closing the saf-t wing, the plastic safety holder came completly off the needle. The phlebotomist was cut by the unprotected needle.